Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices button panel is damaged. Requesting parts ID replacement for a power switch overlay. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requests an ignition keypad due to deterioration. He is informed that the keypad is no longer orderable, and the entire front panel must be replaced. A material order is being processed to proceed with its replacement. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the customer tested the device and replaced the front bezel to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Correct sn updated to record. Per gfe per good faith effort (gfe) response, it is confirmed that sn#(B)(6) is the correct sn# for this case and not (B)(6) (noted by mistake).